Manufacturer narrative:
The headaches were deemed to not be device related. This report is submitted on april 29, 2022.

Manufacturer narrative:
This report is submitted may 4, 2017. (B)(4).

Event description:
It was reported that the patient experienced reverberation with their device and subsequent headaches. It was reported that the severity of the headaches caused inflammation behind the eyes, and the patient was admitted to hospital for treatment (date and duration of hospitalization not reported).